Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the sensor cannula was not present when it was pulled away from the body. The customer's blood glucose was 9.1mmol/l. I advised customer will send out a replacement device.